Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage was noticed. The lesion treated was a very calcified and tortuous segment of the left anterior descending (lad). When the 3.0x16mm taxus liberte' drug eluting stent catheter was withdrawn, it was noticed that the struts were damaged. The procedure was completed using another stent of unk type and size. There were no reported patient complications and the patient condition was ok. This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
The device has been received for analysis, but the additional testing is not complete at this time.